Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests using customer's settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top 1000 ventilator occurred low tidal volume. The issue occurred during patient-use and the device removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.